Event description:
It was reported that prior to starting a da vinci si surgical procedure, during set up the surgical staff reported that the fenestrated bipolar forceps instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint not recognized is not confirmed. However, finding is frayed pitch cable. Instrument was found with frayed pitch cable at distal idler. No damage found on pulley and clevis. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.